Manufacturer narrative:
The customer reported that in january 2016 they had an analyzer that had overheated. The customer reported that they had inserted the batteries incorrectly and have not had any other issues. There were no allegations of patient/user harm. There were no allegations of incorrect results. This report is being provided based on the product correction response form submitted by the customer on 1/8/2020 as part of (B)(4). Customer was contacted for further detail, there was no allegation of injuries.

Event description:
The customer reported that in january 2016 they had an analyzer that had overheated. The customer reported that they had inserted the batteries incorrectly and have not had any other issues. There were no allegations of patient/user harm. There were no allegations of incorrect results.